Event description:
User received discrepant bicarbonate results for an unknown number of patient samples. Seven examples were provided. Units of measure are mmol/l. Sample 1 was initially run on one of three different analyzers and repeated on a fourth different analyzer. Samples 2 through 4 were initially ran and repeated on one of three different analyzers. It is not known exactly which analyzer samples 1 through 4 were reported from. Samples 5 through 7 were initially ran and repeated on the same analyzer. Sample 1: initial 15/repeat 25. Sample 2: 19/12. Sample 3: 18/12. Sample 4: 19/14. Sample 5: 9.6/20.0. Sample 6: 21.8/31.1. Sample 7: 32.1/41.9. No information was provided to determine if the patient for sample 1 was adversely affected. Discrepant results for samples 2 through 4 were reported, but patients were not treated based on these results. Samples 5 through 7 were not reported. It was additionally noted 3 samples of quality control material were run randomly on the analyzer and generated the following discrepant results, initial result 19, repeat 12, initial result 18, repeat 12, initial result 19, repeat 14. The field service representative determined the cause to be bacteria buildup inside the analyzer. The analyzer was decontaminated and ...